Event description:
The customer reported a constant tone coming from the insulin pump. Troubleshooting was performed and the constant tone continued. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display and constant tone alarm due to corrosion found on the electronics.